Event description:
It was reported that during a (B)(6) procedure, the clamp did not open. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Did the surgeon try to pull the trigger from the handle? Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? How was the device removed? Was there any tissue damage? If so, how was it repaired?

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was returned with the tip of the advancer broken. Therefore, the clips could not be fed as intended causing pear shaped clips. However, this condition is unrelated with the event reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. It could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.